Event description:
It was reported that the programmer was damaged and would not interrogate cardiac rhythm devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of unable to interrogate and the link electronic module printed circuit board assembly was therefore replaced and calibrated. Analysis also found a broken power cord bay which was replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.